Event description:
Rptr had gel breast implants. The right implant ruptured and was replaced, silicone leaks from both. She c/o atypical connective tissue disease, joint pain, muscle weakness fatigue, pain all over, memory loss, degenerated disc resulting in fusion with plates and screws, anxiety attacks, chest pain, multiple health problems.